Manufacturer narrative:
(B)(4). The device history records of batch number 02m0900546, 02j1002605, 02a1202675, 02e1201877, 02a1302928, 02a1401752 and 74j1400617 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history review shows that the product was assembled and inspected according to our specifications.

Manufacturer narrative:
(B)(4). The device history review for the product could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the surgeon fired the capio slim and upon pulling the handle out of the vagina the capio bullet needle tore off the suture and got caught in the capio cage. The patient's condition was reported as fine.